Event description:
The customer reported experiencing a malfunction code error 12 multiple times over the past month and a half, necessitating pump resets. There was no reported impact to the customer's blood glucose level. The customer declined any further troubleshooting, and no additional follow-up was required. The technical support team documented the incident.